Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 & d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a generator. It was reported that during a routine cardiac resynchronization therapy pacemaker (crt-p) generator change out procedure using a soft tissue handpiece device, the patient went into polymorphic ventricular tachycardia. The patient was externally defibrillated and reverted with one direct current shock. It was noted that the procedure was completed with no further complications. Additional information was received. It was reported that the patient arrhythmia was resolved with cardioversion.